Event description:
A healthcare professional reported that the vitrectomy probe had degraded during pars plana vitrectomy surgery, resulting in a loss of cutting function. The surgery was completed after replacing the probe with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4)